Event description:
On (B)(6) 2025, the user reported that after performing a supply change and eating breakfast without announcing the meal, their blood glucose (bg) rose from 180 mg/dl to 395 mg/dl. While on the call with the agent, bg began to decrease from 395 mg/dl to 365 mg/dl. The user was advised that post-meal elevation was expected and that the ilet would deliver correction doses to bring bg back into range. Bg was affected but not out of range for 90 minutes or longer. The user reported feeling fine, did not require outside assistance, and no medical intervention was necessary.